Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The disposable involved in this incident was not returned to belmont for investigation. The incident was initially reported to belmont by the user facility on (B)(6) 2026. It was reported that the ICU team responded to a rapid response event to initiate a massive transfusion protocol (mtp) on a medical-surgical unit. During priming of the belmont tubing set, a crack was identified at the white connector proximal to the drip chamber, resulting in fluid leakage. The disposable set was replaced to complete the transfusion. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, belmont was informed on (B)(6) 2026 a medsun report #(B)(4) was filed for this event. Per belmonts policy, an MDR is being submitted as the event involved a user facility report. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The user is instructed to "prime the main system with solutions compatible with blood products" prior to use. Any leak from a connector would be noticeable prior to use with a patient. The disposable set was discarded and could not be returned for investigation, therefore we were unable to verify the reported issue. However, the customer provided the lot number (lot #20240910). Belmont field action #(B)(4), issued on (B)(6) 2025, applies to certain affected lots, including the reported lot. The provided lot number confirms the disposable set is within the scope of the field action. Records confirm that the customer acknowledged the field action on (B)(6) 2025. The customer was advised to review inventory to ensure that no affected disposable sets with cracked quick connectors remain in use. We will continue to monitor these incidents closely and take further corrective and preventive action if required.

Event description:
It was reported that the ICU team responded to a rapid response event to initiate a massive transfusion protocol (mtp) on a medical-surgical unit. During priming of the belmont tubing set, a crack was identified at the white connector proximal to the drip chamber, resulting in fluid leakage. The disposable set was replaced to complete the transfusion.